Event description:
It was reported that the catheter had been in place for some time in the patient's upper arm when it was noted that the extension line started to crack. As a result, the patient was taken to interventional radiology where the catheter was removed and replaced without issue. There was no reported delay, death or complications to the patient.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.